Event description:
Treatment of a small aneurysm measuring 6.25mm located in the ophthalmic segment of the left ica (internal carotid artery). On (B)(6) 2013, the patient underwent pipeline embolization treatment. During the procedure, the first pipeline deployed in the hub of the catheter. The second pipeline (4.50mm x 14mm) could not be released from the capture coil and was removed from the patient. The physician attempted to deploy another pipeline (4.50mm x 12mm) but this pipeline also could not be released from the capture coil. The pipeline was corked and removed from the patient. The physician implanted a different pipeline (4.50mm x 18mm) without issues. No patient injury was reported as a result of the procedure. Same event as MDR# 2029214-2013-00952.

Manufacturer narrative:
The pipeline, marksman catheter, and pushwire were returned for evaluation. The evaluation could not determine the cause of the event as the pipeline was found opened and released from the capture coil; however, the capture coil and braids were found damaged and may have contributed to the reported issue. All products are 100% inspected for damage and irregularities during manufacture.(B)(4).